Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with anterior and posterior colporrhaphy, cystoscopy and placement of a suprapubic catheter on (B)(6) 2004 due to cystocele, rectocele, urinary incontinence and mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, infection, and urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is also reported that the patient had a procedure on (B)(6) 2011 and ams - elevate was implanted. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain infection, urinary/bowel problems and recurrence.